Event description:
A customer reported an unknown secondary administration set that would not infuse. The report stated that after an hour there was solution backing up into the secondary fluid container. The solution in use was unknown. The additional set in use was unknown. There was patient involvement. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.